Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during prime process. Device was not bumped or dropped. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.